Event description:
Account alleged head of bed is drifting down.

Manufacturer narrative:
Technician found that the CPR cable was too tight going to head drive release switch. Technician adjusted both left and right CPR cables to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.